Event description:
It was reported that multiple years ago, surgical intervention was performed and this right ventricular (rv) lead was repositioned due to high threshold measurements. This occurred one week after the original implant date. Today, the rv lead is exhibiting a high out of range shock impedance measurement of greater than 125 ohms. No changes have been made at this time and the rv lead remains in service. No additional adverse patient effects were reported.